Event description:
Nurse states while performing esophageal dilatation, passed 45 fr. American dilator over guidewire. Removed & attempted to pass 45 fr. Dilator over guidewires and met resistance. After removal of both dilator and guidewire from pt, kink was noted in guidewire. Md also noted large perforation just above les, within hiatal hernia. Pt has gastrograph and swallow to confirm perforation and pt was sent to surgery. Pt admitted to ICU on ventilator.